Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the balloon inflation issue occurred. The severe stenosed target lesion was located in the arteriovenous fistula. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, the balloon did not fully expand at 23 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a hole in the guidewire lumen 40mm from the tip.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the sterling device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 40mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the guidewire lumen. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.